Manufacturer narrative:
The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to a laboratory method using hemosil recombiplastin 26 reagent. At around 10 am the meter result was 2.9 inr. At around 12 pm the laboratory result from a venous sample was 4.1 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer had a nosebleed that was treated with bacitracin cream and by withholding their coumadin dosage. There was no information provided to reasonably suggest that the provided discrepant results caused or contributed to an adverse event. The customer's current condition was provided as stable/fine. Based on the laboratory result, the customer withheld their coumadin dosage for 3 days